Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an elevated blood glucose of 220 mg/dl after disconnecting from the ilet for a shower, consuming a small carbohydrate snack while disconnected, and then reconnecting, after which the user elected to allow the ilet to regulate glucose without further intervention. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms, no medical treatment beyond routine device use, and no hospitalization. Investigation included troubleshooting and education provided by customer care. Investigation of this case revealed no device malfunction and no infusion set or cartridge issue, with the event attributable to user management during temporary disconnection and carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was expected device performance with user-related factors contributing to transient hyperglycemia.